Event description:
It was reported that the ventilator required replacement of air and oxygen gas moduled and preventive maintenance kit. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was claimed that ventilator required replacement of air and oxygen gas modules. Inspection of the device conducted by the technician clarified that internal leakage test with message ''system volume too large', pressure transducer test, o2 sensor test, flow transducer test failure occurred. It was confirmed that gas modules were damaged. There was no patient involvement. According to the information provided by the technician, defective parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The root cause to the reported issue has not been determined.